Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # v095864, implanted: (B)(6) 2008, product type lead; product ID 3888-56, lot # v095864, implanted: (B)(6) 2008, product type lead; product ID 3888-56, lot # v095864, implanted: (B)(6) 2008, product type lead; product ID 3888-56, lot # v043190, implanted: (B)(6) 2008, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that impedances of greater than 10,000ohms had been seen 6 hours post-op. It was stated that the impedances had been normal in the operating room. It was stated that impedances of greater than 40 ,000ohms had been seen on all contacts except ¿0/8,¿ which had a value of ¿1283.¿ it was noted that stimulation had been tried for a short period of time, but there had been no change in the impedance. It was noted that the 0 contact was longer than the other contacts and for this reason it was possible that the extension was not fully seated in the implantable neurostimulator (ins) header block, as the ¿0/8¿ contact had normal impedances and the other contacts had impedances greater than 40,000ohms.